Event description:
It was reported that a patient implanted with vns began experiencing brief body jerks and right arm jerks (muscle spasms) on their right side every 5 minutes (coinciding with stimulation). This was proceeded by abrupt bradycardia and asystole lasting up to 30 seconds. The device was turned off for 24 hours. During this period, zero events occurred. Upon turning the device back on, two identical events occurred within 10 minutes (5 minutes apart). The patient was baseline tachycardic (hr 133 bpm) but experienced a 30% drop in heart rate (dropping to 90¿100 bpm) coinciding precisely with the stimulation cycle. Given the severity of the asystole, we have deactivated the vns device. Additional reports from the physician state that the patient experienced recurrent events occurring approximately 5 minutes apart, monitoring documented significant bradycardia and asystole concurrent with the vns stimulation. In the ICU they reassessed her, she was tachycardic, heart rate -130 dropped to 100 so the reactivation of the device resulted in a 30% drop in heart rate from baseline which was tachycardia at the time confirming their conclusion that vns as the provocative factor and ceased entirely once the vns was deactivated. Later, it was confirmed by the hcp that the asystole reported was indicative of a complete cessation in the patient's cardiac activity during these stimulation on periods. Once stimulation was stopped there were no cardiac events recorded. No other relevant information has been received to date.